Event description:
It was reported that during service and repair pre-testing for a handpiece device, the following issue was identified: high heat, internal rub and the hose needed to be updated. The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device was returned with no alleged malfunction. During service and repair pre-testing it was discovered that the device had "high heat, internal rub and the hose needed to be updated". Reliability engineering evaluated the device and confirmed that the device was out of specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.